Event description:
It was reported that pump screen was dark and would not turn on despite attempts to power it on and charge it, with red light blinking and periodic vibration continuing. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for insulin delivery, and technical support arranged shipment of replacement pump with updated software, provided instructions to place nonworking pump in storage mode and return it within specified time frame, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.